Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter was allegedly found to be opacified. It was further reported that the bulging was allegedly found to at the transparent tube at the hilt. There was no reported patient injury.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter was allegedly found to be opacified. It was further reported that the bulging was allegedly found to at the transparent tube at the hilt. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The photo shows one 28 cm glidepath catheter. A break was noted on the venous lumen and opacification was noted on the blue lumen extension leg near the bifurcation area. Therefore the investigation is confirmed for the reported material opacification and identified burst issues. However the investigation is inconclusive for the reported bulging issue as there was no objective evidence obtained from the provided photos. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: the instructions for use for this glidepath was reviewed and the following sections are applicable. The current information for use baw0737323 states, warning: alcohol or alcohol-containing antiseptics may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solution(s). Solutions should be allowed to completely dry before applying dressing. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.